Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can bbe drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer complained of experiencing high blood glucose levels. The customer's blood glucose read "high" on the glucometer. The customer took an injection with an insulin pen, but she was not sure how much insulin was in the insulin pen. During the phone call, the customer started to hyperventilate, so paramedics were called to assist her. The phone call was disconnected once the paramedics arrived. Nothing further was reported.